Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient reported poor coupling, the patient stated that their ins is not charging correctly. The patient stated that they have to stand up or lay in the fetal position for the device to charge. The patient stated that if they sit up or lay down the device will not charge. The patient confirmed that they get no bars, but when they stand or are in the fetal position they get 6-8 bars. The patient confirmed that they use the recharging belt when charging. The patient noted that they had this discussion with a manufacturer's representative (rep) and was told that is how the system works with some people. The patient stated that they were told it is a flaw in the system and that the new devices will not do that. The patient stated that the rep said some people don't have this issue. The patient stated that they saw a rep a month or two ago and that they just did a cat scan on their back. The patient further stated that they had a bad back and nothing has changed with the stimulator. It was clarified that the screwed up back is what they were implanted for. The stimulation took care of some issues, but they did not take care of 100% of their back problem. The patient stated that they had fallen a couple of times over the months. No further complications were reported or anticipated. No symptoms were reported. The patient reported a revision occurred in (B)(6) 2019 where the ins was repositioned in their body. The revision was related to their difficulties charging.

Event description:
The patient noted that their recharging difficulties have resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.